Event description:
The facility contacted baxter canadian technical services to report a clearlink system solution set with duo-vent spike that was "used in CT, connected the power injector to the lower port of the IV tubing, when infused, the line ruptured between the port on the regulating clamp." This malfunction was reported to have occurred during infusion. There was a patient involved, but there was no report of patient injury, medical intervention, or adverse event in association with this event. During follow-up with the customer, they stated that there was not a one-link microbore attached to the clearlink set. It is hospital procedure to attach the power injector to the lowest portion of the continu flo. The educator stated the facility has put into effect a new policy whereby the patient is escorted to CT by a registered nurse (rn) who will disconnect the primary line and restart once the CT is completed. Should there be no rn available, the CT techs are to administer the contrast dye by push only. This is a written guideline that has been distributed in the hospital.

Manufacturer narrative:
(B)(4). The customer is not sending the device to baxter for evaluation or repair as they will be self-servicing the device at their facility. A follow-up report will be filed if any additional details become available. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided.